Manufacturer narrative:
Date of implant is unknown but implantation surgery happened in year 2016. This product is not approved for sale in us but a similar product with catalog #869-021 and 510k# k040962 is approved for sale in us. (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore we cannot determine definitive cause of event.

Event description:
It was reported that patient underwent "tes" surgery at th11(2 above 2 below).post-op patient had lower back pain due to rods and screw breakage. Due to this a revision surgery was performed to replace the rods and screws. The patient had also developed instability and bone union was not achieved. The rod was replaced with a cobalt chrome one and it was reinforced using 4 rods.